Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in blood. The analyst noted that the lead passed introducer test.

Event description:
It was reported that the right atrial (ra) lead dislodged multiple times during the implant attempt. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.